Event description:
It was reported to boston scientific corporation on march 11, 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B) (6), 2009. According to the complainant, while passing the biopsy forceps through the channel of the endoscope, as it exited where they could see it on the camera, the needle was found to be bent. The entire scope was pulled out of the pt, and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed. (B) (4).